Manufacturer narrative:
(B)(4). (B)(6). Device photo analysis: visual analysis of the photographs identified red particle material on the shell/gel and the device was broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture". Confirmed by MRI. Device has been explanted. This relates to the left side